Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the clamp functioned as designed. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cervical spine procedure, the site had difficulties engaging the clamp to tighten around the spinous process. The site indicated that the surgeon gently applied pressure to the jaws of the clamp which then allowed him to engage the screw and successfully tighten the clamp. This caused a 5 minute delay. There was no reported impact on patient outcome.